Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In late 2008, while troubleshooting another issue, the patient reported that he has experienced ongoing blood glucose issues. He stated that his blood glucose has ranged from 22 mg/dl to over 500 mg/dl. He stated that today at 5:00pm his blood glucose measured 55 mg/dl and he drank a glass of milk. He stated that he has been diagnosed as hypoglycemic unaware by his physician. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.